Event description:
At the beginning of a surgery, an odor occurred. The cause was identified as failed light fixtures. The circuit board flexes when the light is being moved causing poor contact with some of the connections. The poor connections caused the circuit board to heat and let off an odor.